Manufacturer narrative:
Zoll has anticipated product investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
As reported, prior to patient therapy, the user's thermogard xp ivtm system (sn (B)(4)) would start up either with or without beeping sounds and a few seconds later, the power would slowly dropped and restarted on its own. This cycle repeated again and again until switching off the console. Patient therapy continued using arcticsun temperature management system, a non zoll product. No consequence or impact to patient.

Manufacturer narrative:
The reported event was confirmed through functional testing of the thermogard xp ivtm system (sn (B)(4). The root cause is due to a short circuit in the connector pin. Upon visual inspection no physical damage was observed. During functional testing, the system was turned on but stopped after a few seconds. The console was further evaluated. A burnt pin was found in the power connection cable due to a short circuit. The servive repair will be performed upon customer approval. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system (sn (B)(4).